Manufacturer narrative:
Device manufacture date unknown. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model[?] Is available in the USA with a 510k number. Evaluation summary it was caused due to a malfunction of the parts in the scope. This report is being filed as part of the pentax backlog management plan

Event description:
This event occurred at the time of during use. There was no report of patient harm. During the colonoscopy, the freeze knob was flashing to freeze the image, resulting in the vision was not clearly. Then, the user changed another one to complete.